Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 282 (mg/dl) in (B)(6) 2015. Customer administered a correction bolus with the pump to stabilize bg level. Customer indicated that health care professional was contacted to discuss this past event. Reportedly, customer has recently discontinued use of the pump and reverted to manual injections for diabetes management.